Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic received additional information that this patient presented to the emergency room with weakness and was found to be in complete heart block. The patient reported recent fever. Further diagnostic workup revealed elevated white blood cell count, positive blood cultures, and an aortic root abscess. As a result, the patient underwent surgery to replace the bioprosthetic aortic root valve. During the operation, it was noted that much of the bioprosthetic valve, left ventricular outflow tract, and aorto-mitral curtain were "destroyed" by the infection. Additionally, severe calcification was present on the valve, including the coronary buttons. The 27mm bioprosthetic aortic root valve was replaced with a 25mm bioprosthetic aortic root valve. Additionally the ascending aorta was replaced with a graft, and three stenotic/calcified coronary arteries were treated with coronary artery bypass grafting (CABG). Upon weaning the patient from cardiopulmonary bypass (cpb), severe right ventricular dysfunction was noted. As a result the surgeon re-started cpb and performed an additional coronary artery bypass graft. Upon removal from cpb, severe mitral regurgitation and bleeding from the posterior section of the heart were present. The surgeon reported that the bleeding was unable to be repaired and that additional interventions would be futile. The patient subsequently died. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 26 years and 6 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a aortic 25mm bioprosthetic valve. The reason for the replacement was not reported. The patient passed away at an unknown time on this same date. It is unknown if an autopsy was performed.